Event description:
Device issue: failure to deploy - clip, mislocation - clip, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, difficulty was encountered completing thumb advancer deployment. When the starclose se device clip deployed, it was "blocked in the locator wings" and manual compression was applied for eight minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.